Event description:
The pt stated that when she replaced the insulin cartridge in her infusion device, she did not attach the adapter and infusion set tubing prior to inserting the assembly in the infusion device. She reported that this resulted in release of insulin from the cartridge, which ingressed into the cartridge compartment of the infusion device. During troubleshooting with a company rep, she was educated regarding the steps for attaching the adapter and infusion set tubing to the insulin cartridge prior to inserting it into the cartridge compartment of the infusion device. During troubleshooting, she stated that the insulin previously observed in the cartridge compartment had dried. No physiological effects were reported. The pt did not require assistance form a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.